Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to difference in sensor glucose and blood glucose. The customer treated hypoglycemia with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-397a, mmt-326a. Troubleshooting was completed for hypoglycemia and it was confirmed that the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. The customer reported blood glucose value as 53 mg/dl and sensor glucose value as 250 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Advised customer to monitor and change sensor if issue persists. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-326a.